Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and urina ry/bowel dysfunction. It was reported that the patient's healthcare provider (hcp) put "3 (implanted systems) in me" and none of the implanted systems worked. The patient stated they didn't think it was the stimulators but rather it was the hcp because the hcp did all three. The patient stated both broke within a year and the hcp was telling them that it was their spine and that at one point when they went in for a follow up the hcp told them they "expected too much" and that they were "going to have accidents no matter what."

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.